Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing a missing low/high glucose alarm issue with the freestyle libre 2 sensor. As a result, customer experienced a medical event, however, no further information could be obtained as the call was disconnected. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the fs libre sensor & fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor & fs libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed the date of the event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing a missing low/high glucose alarm issue with the freestyle libre 2 sensor. As a result, the customer experienced a medical event, however, no further information could be obtained as the call was disconnected. There was no report of death or permanent injury associated with this event.